Event description:
The customer reported the tubing severed and leaked blood from the tubing break. There was no patient harm or medical intervention. The customer stated that no additional event or patient information is available.

Manufacturer narrative:
Manufacturer's report date: january 29, 2014. Internal file no: (B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.